Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the safety lock was unlocked and the actuation button was depressed. The outside casing was slightly separated. Additional evaluation is required. A lot history record review could not be performed as the product lot number is unk. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the aortic cutter on three heartstring iii made a propper aortotomy, but the casing cracked when they were fired. The same device was used to complete the procedure. The hospital did not report any pt effects.